Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/20/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy, dermal allograft placement in the anterior compartment, posterior colporrhaphy with perineorrhaphy and abdominal enterocele repair due to weakened pubovaginal fascia, urethral hypermobility and traction enterocele. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on along with concurrent hysterectomy due to fourth degree cystocele, second degree uterine prolapse, second degree rectocele, and sui. It was reported that patient underwent a vaginal excision of scar tissue on (B)(6) 2009. No additional information was provided.